Event description:
Procedure type: gastrectomy. According to the reporter: professor ji gang used a (B)(4) during a gastrectomy procedure. The stapler was fired correctly but the staple was not b-shaped. In order to complete the surgery successfully, he changed to another (B)(4). No additional bleeding was reported. Surgical time was extended by 10 minutes.

Manufacturer narrative:
(B)(4).